Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax, necessitating chest tube placement and hospitalization. The biopsy target was a nodule located in the right upper lobe on the pleural border, where a flexision biopsy needle and compatible third-party forceps were utilized. The procedure was completed as planned without any delays. Post-procedure, a chest x-ray revealed features of a tension pneumothorax, prompting the placement of a chest tube and administration of 100% fraction of inspired oxygen (fio2) to resolve the issue. The physician believed the pneumothorax was not related to the ion system but occurred due to the nodule's proximity to the pleura and the use of forceps, suggesting it might have occurred with another biopsy modality. There was no malfunction of the ion system, instruments, or accessories associated with the event.